Event description:
It was reported that the user found something like a piece of wire stuck out from the jaws of the applier during use. Therefore, the device was replaced the with a new one.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73c1900605 was manufactured on 03/25/2019 a total of (B)(4) pieces. Lot was released on 04/17/2019. DHR investigation did not show issues related to complaint. The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and rotation tab bent. A broken clip was protruding from the bent rotation tab. The clip was broken at the hinge. The sample appeared used as there is biological material present on the device. First, the broken clip was manually removed from the device and the trigger cycle was completed. The next clip was out of position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load into the jaws of the device. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws and cause the rotation tab to get damaged/bent. The sample was received with 11 clips remaining, including the broken clip that was returned protruding from the bent rotation tab, indicating that 4 clips were fired by the end user. A CAPA has been opened to further investigate this issue. Multiple root causes have been identified for clip stacking issues, centered around design and manufacturing related root causes. Additionally, user error can contribute to clip stacking issues. Corrective actions are being implemented via the CAPA. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A CAPA has been opened to further investigate this issue. Multiple root causes have been identified for clip stacking issues, centered around design and manufacturing related root causes. Additionally, user error can contribute to clip stacking issues. Corrective actions are being implemented via the CAPA. The reported complaint of "bent/deformed parts - rotation tab" was confirmed based upon the sample received. The device was returned with its rotation tab bent and a broken clip protruding from it. The sample was returned with 11 clips remaining, including the protruding clip, indicating that 4 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. A CAPA has been opened to further investigate this issue. Multiple root causes have been identified for clip stacking issues, centered around design and manufacturing related root causes. Additionally, user error can contribute to clip stacking issues. Corrective actions are being implemented via the CAPA.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user found something like a piece of wire stuck out from the jaws of the applier during use. Therefore, the device was replaced the with a new one.